Event description:
Same case as 2134265-2015-04307 and 2134265-2015-04369. It was reported that automatic pullback failure occurred. During a procedure, a 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view unspecified target lesion. It was noted that the opticross imaging catheter was recognized as an atlantis pv imaging catheter and picture of the intravascular ultrasound (ivus) could not show image. Furthermore, the automatic pullback failed to perform. The procedure was not completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-04307 and 2134265-2015-04369. It was reported that automatic pullback failure occurred. During a procedure, a 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view unspecified target lesion. It was noted that the opticross imaging catheter was recognized as an atlantis pv imaging catheter and picture of the intravascular ultrasound (ivus) could not show image. Furthermore, the automatic pullback failed to perform. The procedure was not completed. No patient complications were reported and the patient's status is good.